Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the procedure begin as laparoscopic? Yes. What were the indications for surgery? Rectal cancer. With the initial device when was the safety disengaged? No information provided. Did the user receive confirmation that the firing sequence was completed? Was there any audible or tactile feedback? Audible and tactile feedback were presented. Who fired the device and what was his/her experience? Surgeon. Everything seemed ok. Where within the green range was the device fired? Yes. What did the ¿clips didn¿t form¿ mean? Could you please describe the shape and location of the clips. They didn¿t even close. Can you provide the length of the small laparotomy and was it longer than originally planned at the beginning of the procedure? It was longer. First was planned for 5 cm, afterwards done at least 10 cm. What is the current patient status? The patient is ok. He is planned to have protective stoma closure procedure. Is the protective stoma related to or a consequence of the reported device malfunction? They always do the protective stoma. So it was not performed as a consequence of the reported device malfunction.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. (B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the procedure begin as laparoscopic? What were the indications for surgery? With the initial device when was the safety disengaged? Did the user receive confirmation that the firing sequence was completed? Was there any audible or tactile feedback? Who fired the device and what was his/her experience? Where within the green range was the device fired? What did the ¿clips didn¿t form¿ mean? Could you please describe the shape and location of the clips. Can you provide the length of the small laparotomy and was it longer than originally planned at the beginning of the procedure? What is the current patient status? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, before the performance end to end anastomosis, they tried to close the instrument when they noticed that the instrument grabbed also the forceps. They didn't fire the instrument but opened the instrument and removed the forceps. Then, they also closed the instrument and fired. Clips didn't form/close. They performed a small laparotomy to suture/close distal part of the colon, rectum part was also sutured. They used another circular stapler and performed anastomosis successfully. The procedure was delayed by ninety minutes. There were no adverse consequences for the patient reported.